Manufacturer narrative:
G4:04feb2021. B4:05feb2021. The customer reported the ventilator was sent to a third party for repair. Multiple good faith efforts were made to obtain information on the repair/service of the device has been unsuccessful. A supplemental report will be submitted if new information is obtained. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 08oct2020.

Event description:
The customer reported the nav ring did not work. There was no patient involvement.